Event description:
The customer reported that she was hospitalized with diabetic ketoacidosis and high blood glucose of 600 mg/dl. The customer was treated with intravenous insulin. At the time of hospitalization, she was reportedly wearing the insulin pump. Troubleshooting was performed. The drive support cap appeared normal, no air was found in the tubing, and insulin did exit the tubing during a manual prime. The customer further reported she did not find a leak, the time and date were correct, and the screen was cracked. The customer stated that the insulin pump was dunked in river water and thereby exposed to moisture. No button error was found in the alarm history, but several auto off alarms were found, as well as a low reservoir alarm on (B)(6) 2014. A self-test was performed and passed. The customer also stated that the cracks in the screen made it hard to read. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please reference medwatch # 2032227-2014-20239. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.